Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The distributor alleged short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Black box data showed evidence of short battery life on 10/09/2013. The pump functioned properly during the investigation without any battery alerts. The sleep current draws were found above specifications. Pump casing was opened to investigate, current readings returned to normal when the continuous glucose monitoring (cgm) board was removed from the printed circuit board. Inspection found a defective solder joint on a connecting pin to the cgm board. Current readings returned to normal when the join was re-soldered and the cgm board re-attached to the printed circuit board.